Manufacturer narrative:
The product is performing as expected and no systems-related issues were identified. Possible causal factors may be sample processing related, including cross-contamination and the delay in sample testing (the sample was tested outside the 4 hour room temperature limit), or a sample at limit of detection (lod) where results are known to waiver.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative sars-cov-2 result on another assay (genexpert). The same sample was retested on the cobas liat analyzer and generated a positive result for sars-cov-2 (influenza a and influenza b negative). The same sample was retested on 4 other cobas liat analyzers and generated a negative result for sars-cov-2 (unknown for influenza a/b). The results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.